Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station failed to open due to a database error during startup. Upon reboot, an error message stated: "an unexpected error occurred. Cannot open database 'dsclientoltp' requested by the login". The login failed. Login failure for user followed by "object reference not set to an instance of an object." There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist found that the device was experiencing database issues and identified that the database was in suspect mode. The tss attempted to repair and recover the database following the knowledge article (roper data sync 2.0 procedure) but the recovery was unsuccessful. The tss then completed the knowledge article (how-to ¿ recover/repair a corrupted dsclientoltp database) to rebuild the database. The customer verified that the device (pcumst) was fully functional after the rebuild. The system functioned as intended after the technical support specialist troubleshot the device.